Event description:
The patient reported experiencing shocks and questioned if the household appliances could cause an electrical field resulting in shock delivery. No intervention was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2007. (B)(4).